Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years and 3 months due to aortic stenosis. According to the op report, this patient presented with recurrent aortic prosthetic stenosis, severe mitral and tricuspid regurgitation. She had previously been evaluated and was felt to have too much calcium in her aorta. On cat scan, she indeed had a fair amount of calcium in her ascending aorta. During the surgery, the ascending aorta was noted to be calcified. It was resected at the sinotubular ride. The old aortic valve was also removed. The patient's mitral valve was also noted to be calcified. The aortic valve was replaced with a new edwards bioprosthesis. The patient was weaned successfully from cardiopulmonary bypass and recovered nicely. The patient was discharged home in stable condition.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The op report documents calcium in the patient's ascending aorta which could have possible contributed to this event. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.